Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During disassembly of the device to determine root cause,t he technician observed damage consistent with mis-handling. Root cause could not be firmly established due to the observed damage. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing the device was unable to adjust pacer rate and pacer output. Complainant indicated that there was no pt involvement in the repoerted malfunction.